Event description:
It was reported to philips that the system had no power going to the uninterrupted power supply (ups) in main cabinet. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had no power going to uninterrupted power supply (ups) in the main cabinet. Review of the system log file confirmed the malfunction as the control module power was not ok. Upon troubleshooting fse found that fuse blown. To resolve this issue, fse replaced the blown fuse and found the power to ups. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.